Event description:
A pt was being turned on the bed when the bed tilted to one side due to a caster breaking. The caregivers were afraid the pt may fall out of bed so three of them held the bed up until a chair could be placed under one of the corners in order to help support it. One of the staff members alleged they were injured while holding up the bed.